Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her lancing device was not working properly. The medical affairs specialists mailed a letter two days later since the user could not be reached by telephone for further clarification. The pt reported that her lancing device was working intermittently. She stopped testing because of the problem with the lancing device three days earlier. In the morning, the pt family member found her unresponsive in bed. The paramedics were called and they gave the pt glucose when they arrived. It is not known if they tested the pt's blood glucose. It would have been helpful to known if they tested the pt's blood glucose. It would have been helpful to know how long the pt was unable to test, if she attempted to test again after the problem with the lancing device and if she made adjustments to her medications, if any. This complaint is being reported as an adverse event because the pt stopped testing due to lancing device issue, which resulted in her having a hypoglycemic episode; although it is not clear if the pt uses her meter to determine her course of treatment. A replacement lancing device has been sent.